Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The 8mm fenestrated bipolar forceps instrument was found to have the main tube broken and a piece measuring proximately 0.254¿ x 0.665¿ was not returned with the instrument. The root cause of the broken main tube is typically attributed the mishandling. The following additional observations were found through fa: the fenestrated bipolar forceps instrument was found to have a dislodged proximal clevis. The proximal clevis and the rest of the distal tip was found to be completely detached from the rest of the instrument. Root cause of this failure is attributed to mishandling. The instrument was found to have bent hypotubes at the distal end and the root cause of this failure is attributed to mishandling. The instrument was found to have a broken conductor wire at the proximal clevis. The instrument failed the electrical continuity test. No signs of thermal damage or conductor wire insulation were observed. The instrument was found to have a broken grip cable at the proximal clevis. The root cause of broken - distal instrument grip cables is attributed to a component failure. Additionally, the instrument was found to have a broken pitch cable at the proximal clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the instrument log for the fenestrated bipolar forceps (471205-17/ n32008100162) associated with this event has been performed. Per logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 on system sk1261. The instrument had 8 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the last procedure was provided for review. Based on the information provided at this time, this complaint is being reported based on fa findings. The fenestrated bipolar forceps instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument stuck on the universal surgical manipulator (usm1) and the cable broke when the emergency release tool was used. The customer undocked the usm1 from the cannula to remove the instrument and cannula at the same time. The customer noted that there was instrument damage at the point where the metal end meets the shaft, and it appeared to be misaligned. Additional damage reportedly happened to the instrument when trying to remove it with the cannula. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed as planned with no injury to the patient. No patient-related information was available.